Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted during testing. The insulin pump had scratched lcd window, cracked reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 480 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that there were no air bubbles in the tubing. The customer was assisted in performing fixed prime. The insulin pump will be returned for analysis.